Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, patient complaining of blurred vision 6 years post cataract and iol implantation. Additional information has been received and stated that patient experienced hazy iol, glistenings and the lens was planned to be explanted.